Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot tests were performed and passed. Receiver functional testing was performed and failed audio tests and internal mic tests. A "try it" sound test was performed and failed the audio test. A high, medium, and low sound test was performed and failed as low audio was observed. An internal visual inspection was performed and failed due to metallic debris on the speaker diagram was observed. Pictures were taken. The speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a foreign object damage on the speaker diagram. No injury or medical intervention was reported.